Manufacturer narrative:
The bronchoscope referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of hole in the bending section. There were excessive frayed wires noted on the bending section mesh, and a broken skeleton was observed. Additionally, there were dents and buckles noted on the insertion tube, and a loose endoscope connector. There were seven broken image guide fibers and staining on the visual image. There was no ultrasound image observed. The cause of the reported phenomenon appears to be due to physical damage related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the subject device was damaged during a procedure when the users retracted an olympus needle with the sharp extended. There was no report of harm to users or the patient. The procedure was completed with a different, but similar bronchoscope and a non-olympus needle.